Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed alert 38 for a motor stall and would not rewind or proceed with a dry run after a restart, leading the user to revert to backup therapy; this represents a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during interactions, and the device issue was characterized as a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.